Manufacturer narrative:
The cartridges have not been returned to animas for evaluation. If the devices are returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be drawn at this time.

Event description:
On (B)(6) 2011, the patient and his mother contacted animas alleging that he had 7-10 cartridges that leaked. The patient reportedly did not save any of the cartridges that allegedly leaked. The patient denied that any blood glucose (bg) excursions because of the alleged issue. Based on the information provided, this complaint is being reported due to the patient's allegation that he had cartridges that leaked. There is no evidence; however, that the alleged issue contributed to a serious injury. The patient did not allege any harm or injury because of the reported issue.